Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Based on similar reports, a potential cause for the probe damage is operator¿s technique. The instruction manual contains several warning statements to prevent thermal and mechanical damage to the probe and jaw area: ¿do not activate output while applying the probe tip to the tissue with a strong force, grasping a thick tissue, or twisting the handle.¿ ¿do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects.¿ and ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected.¿ as a preventive measure in the event of device malfunction, the instruction manual also recommends preparing a spare device for use in the procedure.

Event description:
Olympus was informed that during a total laparoscopic hysterectomy procedure, the probe broke off and fell into the patient. The broken off piece was retrieved with a grasper. There was no reported patient injury. The procedure was completed with another thunderbeat device.

Manufacturer narrative:
The evaluation confirmed the customer complaint. The probe tip had broken off.